Event description:
It was reported that a uv flash disconnect y-set had a deformed spike on the patient line connector. The issue was noticed before use. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(6). The sample has been returned to baxter for analysis. Visual inspection confirmed the damaged port. Leak, clear passage, and clamp functional testing all were completed with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.